Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 308 mg/dl, 133 mg/dl, 80 mg/dl, and 174 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
When using the basket, the little white tip came off into the patient. The physician swished it out and the patient is doing okay.